Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that after the patient underwent a different surgical procedure where they had to administer a catheter, the patient experienced an increase of urinary incontinence after the catheter removal. Previous to utilizing the catheter, the patient's incontinence was controlled. It was added that due to inaccuracies during the operation, the product may be damaged, and was inspected with endoscope on (B)(6) 2020. The facility stated it was unknown whether this is due to a defect in the artificial urethral sphincter of the catheter. It was further reported that the reason for the catheter placement was due to a hernia repair. The aus worked well before the hernia repair; however, after the repair recurring incontinence started. MRI exam and cystoscopy were performed, but the cause of the recurrent urinary incontinence was unknown and it was not confirmed to be an issue with the aus components. All components will be revised on a future date. Additional information was received that it is unknown if the cuff was deactivated before the hernia surgery.